Manufacturer narrative:
Investigation summary bd received one photo showing packaged wingsets in the box for evaluation. The photo was reviewed, and the lot number or the defect was not visible. Therefore, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, the manufacturing and process inspection records of 102 lots from the product concerned (#367282) manufactured in 2024 were investigated and no issue was found related to the reported defects. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle and the holder separated and the sleeve on the non-patient needle retracted. No other patient or user impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle and the holder separated and the sleeve on the non-patient needle retracted. No other patient or user impact reported.